Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a lower extremity percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, the proglide device was noted to slightly bent when opened. When the device was deployed, a cuff miss [suture retrieval issue] occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device problem code (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was noted to slightly bent when opened and was still used and deployed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not use the perclose proglide device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.